Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a non bsc guide wire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to the lesion via guide wire and dilation was started. However, on the first inflation at 5 atmospheres for 5 seconds, a contrast leakage was noted on the angiogram. The device was removed from the patient and it was noted that the balloon ruptured longitudinally. The ruptured balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.